Event description:
It was reported that the array was damaged. During a procedure to treat atrial fibrillation, an intellamap orion was selected for use. It was observed that when orion was inserted through faradrive to map la. Orion was used to map la and then was removed from la at end of mapping. Physician removed from body and saw that an orion spline was partially detached. The sizes and types of sheaths were used with this catheter is faradrive (13fr). No entangled was observed in the orion. No resistance felt while maneuvering this catheter. The catheter articulation was just straight during retraction into the sheath. No unusual or tortuous anatomy on the patient. The catheter was replaced and it resolved the issue. The procedure was completed successfully. There were no patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the array was damaged. During a procedure to treat atrial fibrillation, an intellamap orion was selected for use. It was observed that when orion was inserted through faradrive to map la. Orion was used to map la and then was removed from la at end of mapping. Physician removed from body and saw that an orion spline was partially detached. The sizes and types of sheaths were used with this catheter is faradrive (13fr). No entangled was observed in the orion. No resistance felt while maneuvering this catheter. The catheter articulation was just straight during retraction into the sheath. No unusual or tortuous anatomy on the patient. The catheter was replaced, and it resolved the issue. The procedure was completed successfully. There were no patient complications. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellamap orion catheter was visually inspected, and it was found that one spline was detached. Product analysis confirmed the reported event of array damaged/defective. The reported event was most likely due to factors such as handling of the device, the technique used by the physician, and the normal procedural difficulties encountered during the procedure, which could have affected the device performance and integrity.